Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured supraventricular tachycardia with a possible relationship to the impella device used. The patient went into sustained supraventricular tachycardia with hypotension. The patient was cardioverted nine times and received aggressive medical management with digoxin, lidocaine, amiodarone, adenosine, and aggressive electrolyte management with potassium, magnesium, calcium and bicarbonate. The patient had some improvement in hemodynamics but remained tachycardic. The impella was adjusted at bedside with direct echocardiography with some improvement. The patient recovered with sequelae. It was further reported that the family elected to do-not-resuscitate and the patient expired seven minutes after the removal of the impella cp. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿